Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. Additionally, all conductors were stretched, all conductors had blood/body fluid (not obstructed), the distal conductor had blood/body fluid (not obstructed), the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.